Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that patient underwent a mole removal procedure on (B)(6) 2013 and topical skin adhesive was used to fill the hole and then the patient was sutured over top. The patient returned to the hospital on (B)(6) 2013 with cellulitis and pus coming out of the site. The wound was then debrided. Now the patient has a systemic rash and what appears to be a darkened area, possibly necrosis. Additional information was requested.